Event description:
Caller reported an error with their continuous glucose monitor (cgm), designated as error 42, and there was no indication that the pump had been in storage mode due to reset or battery issues. Customer technical support (cts) provided guidance for resetting the pump and assisted the caller through the process. After the reset, the error did not reoccur. Cts also advised the caller to wait 20 minutes before starting a new sensor session, which the caller acknowledged. No adverse impact to the customer's blood glucose level was reported.